Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet bionic pancreas. Time in low reduced from over 12 percent to 10 percent over the subsequent week. The patient noted unusually high activity levels and typically treated lows with approximately four glucose tablets. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose without need for emergency services or hospitalization. Investigation included review of user-reported history, device use context, and troubleshooting education by support personnel. Investigation of this case revealed user-related factors, specifically increased physical activity, as a likely contributor to the hypoglycemic episodes, with no device malfunction reported. It was concluded that the event was related to clinical and behavioral factors rather than a device failure, and the patient received education on hypoglycemia management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.